Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device the cadd solis pump was actively infusing a medication to providing relieve the patient. The nurse replaced the medication bag and restarted the infusion, but the patient still felt pain the next morning. The cadd solis pca pump was stopped and when the nurse went to discard the medication, they realized that the bag had not been properly spiked. Upon further checking, the nurse and biomed found that the record showed the patient had pressed the button to receive the dose chord and the doses were documented. Biomed checked the tubing and found it was clamped but the pump never had a downstream occlusion or an air in line error. There was patient involvement, with no patient harm.

Manufacturer narrative:
Corrected: g1 - contact office establishment name and d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.